Event description:
Initially, the manufacturer representative reports the patient came to the clinic for a refill. The expected volume for the pump was 2 ml and the actual reservoir volume was 30 ml.two weeks later, the patient was scheduled for a pump revision due to an x-ray which revealed a catheter disconnect. At the revision, the expected volume was 28 ml and the actual volume was 39 ml when the morphine (unknown concentration and dose) was removed. The pump was replaced and returned to the manufacturer for analysis. The catheter was left in place as it was in good condition. The hcp indicates the patient's symptom was inadequate pain relief. Approximately two weeks later, it was found that the catheter suture had "eroded the plastic catheter". The catheter was explanted in 2006. See manufacturer report # 3004209178-2007-00133.